Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, femoral head is migrating superiorly-poly wear. The head is wearing on the titanium shell which caused black tissue staining